Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found the subject device was shipped in accordance with specifications. The root cause cannot be conclusively identified. Based on the results of the investigation , it was presumed that the event was caused by physical stress / chemical stress / storage environment, etc. Users can detect the suggested event properly by handling the device in accordance with the following IFU (instruction for use). As stated on the IFU the user manual states: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use : warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Event description:
As reported, air/water leakage from the distal end was reported. The issue found after an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device return evaluation found peeling off the coating on the insertion section.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Inspection and evaluation noted that the device ¿a-rubber seems to be pierced¿, leak testing failed. Further inspection found peeling off of the coating on the insertion section. The distal end c-cover was found dented . Probable cause of the defects found noted to be attributed to customers handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.